Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a fill estimate issue present at 105 units. There was no adverse impact on the customer¿s blood glucose level noted. Technical support educated the caller on the cause of the static fill estimate, explaining it was due to a variance in measured pressures, and assured that the estimate would count down as normal once the insulin level matched the static number; the caller understood and acknowledged this explanation.